Event description:
It was reported that during reprocessing of the tenaculum forceps instrument, the shaft on the instrument was splintering.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube has a couple of different damaged sections with tube insulation removed. The tube insulation appears to have deep scratches and abrasions where material loss is evident. The surface of the main tube is no longer smooth but rough in nature. Engineering concluded that the damage is likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.